Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Our quality engineer inspected photograph submitted for evaluation. Bd received one photograph which displayed the needle is bent approximately ninety degrees at the location of the notch. A bent needle at the notch may occur during manufacturing or handling of the device. During manufacturing, a ninety-degree bend at the notch may occur during needle cover placement. This would leave a secondary clue of a pierced needle cover indicating the defect originated during manufacturing. As the cover was not returned for investigation, this cannot be confirmed. Also, the device was opened and not within a sealed package therefore it is possible that mishandling or misuse of the product may have resulted in the bent needle. There was no evidence of your report of a defect with the needle through catheter present. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte-n autoguard the needle pierced the catheter. This occurred 6 times. The following information was provided by the initial reporter:   it was reported by the consumer the needle kept going through the sheath of the catheter.